Manufacturer narrative:
Failure mode determined to be a design issue with leads manufactured by oscor. Issue was investigated under envoy medical CAPA (B)(4). Corrective action was to redesign the leads and manufacture in-house at envoy medical. Corrective action has proved effective.

Event description:
On (B)(6) 2016 - patient complained that device was intermittent. Patient had undergone a battery replacement four days prior to onset of intermittency. On (B)(6) 2011 - initial implant. On (B)(6) 2012 - enhancement surgery. On (B)(6) 2016 - battery change. On (B)(6) 2016 - onset of intermittency symptoms. On "(B)(6) 2019" - fitting. X-ray of device indicates full lead insertion. On (B)(6) 2016 - case review. Revision surgery recommended to investigate. On (B)(6) 2016 - revision surgery. Damaged driver lead found. Driver was replaced to correct the issue.